Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture, capsular contracture baker grade unknown and seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's reported with MRI results "specific sequences for silicone and mammary ultrasound, the left implant with data of moderate contracture and intracapsular and extracapsular rupture with silicone material outside the fibrous capsule, discrete liquid peri bilateral implant , simple bilateral cyst and the dominant cyst in the right breast." Later physician reported "device rupture proven by magnetic resonance." This record is for left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified extended opening on posterior edge, red biological tissue, red particles and underweight device. A visual and microscopic analysis was performed which identified two striated openings on posterior edge and a sharp opening on posterior due to a surgical impact along with the non-penetrating nicks in the shell. A dimension measurement in the shell was performed which identified the thickness within specification based on the device analysis, the final assessment is: two striated openings on posterior edge due to surgical damage consistent with the use of some surgical tool. A sharp opening on posterior due to a surgical impact opening.

Event description:
Patient's reported with MRI results "specific sequences for silicone and mammary ultrasound, the left implant with data of moderate contracture and intracapsular and extracapsular rupture with silicone material outside the fibrous capsule, discrete liquid peri bilateral implant, simple bilateral cyst and the dominant cyst in the right breast." Later physician reported "device rupture proven by magnetic resonance." This record is for left side. The device has been explanted.